Manufacturer narrative:
(B)(4). The device or suture were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that no imaging was performed to verify the location of the access site. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of angiogram performed contributed to the reported event. In the absence of device or suture returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure the right common femoral vein was attempted using a proglide device with a 14f sheath after an interventional electrophysiology ablation procedure. No imaging was performed to verify the location of the access site. Reportedly, the knot locked and could not be advanced to the surface of the artery. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.